Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed and nurse was unable to access the fridge. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station smart remote manager was failed. The field service engineer (fse) had remotely accessed the device, and the remote manager was successfully recovered by the customer. The system functioned as intended after the customer resolved the issue.